Manufacturer narrative:
(B)(4).

Event description:
Additional device sample received showing hub separation during use.

Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly for evaluation. The dilator body was detached and missing the hub. Microscopic examination of the fractured surfaces revealed that they were jagged and white in a circular pattern, indicating the separating was caused by undue force or torque being applied to the dilator. No issues were identified with the sheath. A dimensional inspection was performed, and no issues were identified. The dilator was able to pass through the returned sheath with minimal resistance. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use provided with this kit warns not to apply excessive force while removing the sheath/dilator. If withdrawal cannot not be easily accomplished, the cause should be determined using fluoroscopic guidance and further consultation should be requested, if necessary. The report of the dilator hub separating from the dilator was confirmed during the complaint investigation. The returned dilator was missing the hub. Examination of the fracture surfaces showed that they were jagged and white in a circular pattern, indicating the separating was caused by undue force or torque being applied to the dilator. Dimensional inspection was performed, and no issues were identified. A device history record review was performed, and no relevant findings were identified. Based on the information and sample provided , it was determined that unintentional use error caused or contributed to this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Additional device sample received showing hub separation during use.